Event description:
It was reported that, after an unspecified duration of pod wear, the patient presented to the emergency room (ER) in (B)(6) 2026 due to elevated blood glucose levels, reported to be greater than 600 mg/dl. The specific date of the event was not provided. Reported symptoms included feeling unwell, nausea, and lightheadedness. The patient stated that testing for ketosis was performed at the hospital; however, she was unable to recall the specific results or diagnosis. Treatment in the ER included administration of intravenous fluids. No additional information was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.